Manufacturer narrative:
Concomitant products: non-cfn ext set; 3 way stopcock; non-cfn valve, therapy date (B)(6) 2016. The customer¿s report that the tubing was found to be leaking around the injection port was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to other components. No anomalies were observed. Functional testing was performed and the infusion test completed successfully without any leaks being observed. Pressure testing was performed and the air pressure was increased to 15psi and a leak was observed in the tubing. The cut was approximately .125¿ in length approximately 19¿ from the distal male luer. The identified probable cause that the tubing was found to be leaking around the injection port was identified as a cut in the tubing. The root cause of the cut was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a split septum primary infusion set was primed with phenylephrine and an infusion was started per their protocol. A few minutes later, the patient's blood pressure had dropped from "102/56 to 49/56" and fluid was found on the floor near the pumps. The tubing was found to be leaking around the injection port. A phenylephrine syringe was used to maintain the patient's blood pressure until new tubing could be obtained.

Manufacturer narrative:
During the visual inspection of the set noted the drip chamber was missing and cut off directly below the drip chamber. Functional testing was not performed due to the missing drip chamber. However an unorthodox functional testing consisting of injecting a blue water solution through the distal male luer was performed. A leak was observed coming from the proximal side of the distal y-site tubing. The root cause for the tubing leak around the injection port was identified as insufficient solvent on the proximal side of the distal y-site/tubing engagement. However the root cause for the missing drip chamber was identified as the customer cut it off before returning the set to us.

Event description:
"New versasafe infusion set tubing was primed and hung with phenylephrine. Patient had arterial line in place, and minutes later, blood pressure decreased to 49/56 from 102/56. A large puddle of fluid found on floor near pumps. The new tubing was assessed. Versasafe tubing was leaking around the sampling/injection port. The port had not been previously accessed due to being brand new tubing. Unable to infuse vasopressor appropriately because the medication was leaking out of the tube and not infusing into the patient. A phenylephrine syringe was used to maintain blood pressure".